Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of "high", although specific value was not provided. Cause was not known. A correction bolus via pump and manual dose injection was delivered to address bg. It was also reported that the customer experienced intermittent bg level of 35 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. It was also reported that the pumps bolus feature was not working which subsequently lower the customer bg to below 40 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input.